Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h6, h10 visual inspection of the provided picture identified the inserter to be fractured and the tip to be stuck inside the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon went to implant a cpt stem size 2 extended stem with the cpt introducer and the screw thread from the introducer snapped and resulted in the adapter getting stuck in the top of the stem. The surgeon removed the stem in time and replaced it with another stem by hand. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.